Event description:
It was reported that the right ventricular lead exhibited externalized conductors. On (B)(6) 2021, the physician elected to cap and replace the right ventricular lead. The patient condition was stable.